Manufacturer narrative:
Analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter, and a leak was developed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 ,serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-feb-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient reported that approximately seven months ago, he had a catheter access study performed in the clinic, at which time they determined that the catheter was obstructed. Since then, the patient has had multiple visits to sequentially reduces dosing and preparation for a catheter revision/replacement. The patient had a recent spinal surgery that could have resulted in catheter dissection. Action/intervention: the patient was taken to the operation room (or) today for a planned catheter revision/replacement. The physician first started by opening the existing pump pocket and dissecting down to the existing pump and proximal pump segment. Once he fully dissected out the proximal segment of the catheter, he attempted to aspirate from the catheter access port, but there was no return of cerebrospinal fluid (csf). He then proceeded to remove the pump and proximal segment of the catheter freely dripping csf. He attempted to use a needle to aspirate directly from the catheter, but this was still unsuccessful. At this time, he proceeded to open the midline lumbar incision. Once he dissected down to the anchor, he cut the catheter right below the anchor site, but there was still no csf noted. At this time, the physician opted to go ahead and replace the catheter in its entirety. He was given a new 8780 which was placed at t10 without difficulty. The new catheter was anchored and then tunneled to the existing pump pocket where it was connected to the new proximal segment. The catheter was then attached to the existing pump. A catheter aspiration was performedbefore and after placing the pump back within the existing pump pocket with positive return of csf. Incisions were then irrigated and closed. Outcome: the issue was resolved. The patient weight and medical history were unknown. The patient alive and no injury.